Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The device was returned and screening analysis was performed, but no issue was identified requiring full analysis. The initial reported event of infection was submitted via an alternative summary report. As this report summary has been revoked, this new information is being submitted via 30 day report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s implantable cardioverter defibrillator (ICD) had eroded through the skin, and the entire ICD system was explanted due to infection. The patient was also treated with antibiotics. No further patient complications have been reported as a result of this event.